Event description:
Customer reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Tandem technical support provided guidance to perform a system check and no issues were identified. Customer replaced pump supplies as needed and resume insulin therapy.